Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent an unspecified procedure in which the cook celect platinum navalign uniset vena cava filter set, was used. When attempting to deploy the filter, the legs would not release. The filter was taken out, and a new one was placed without issue.

Manufacturer narrative:
Manufacturers ref# (B)(4) blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.